Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having issues with their bite since finishing the aligner treatment. They had to do a new treatment and still have issues with the way their mouth closes. They have chipped two of their teeth due to their left side incisors hitting each other when closing their mouth or chewing.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.